Event description:
The customer reported that the system displayed a 'control panel error'. This error is likely to result in a system lock up during use. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply was evaluated and the calibrated to the optimal operating voltage. The connectors and fuses in the workstation were also evaluated and reseated. The system was tested and found to be working as intended and returned to service.